Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had something wrong. The customer's blood glucose was 250 mg/dl. The customer performed self test and it did passed. The customer stated the insulin pump was working as designed. The insulin pump will be returned for analysis.